Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used 6fr angio-seal vip device was returned for product evaluation. The carrier tube assembly was returned mated with the hemostasis sheath along with the header bag. The locator, guidewire and bd-syringe were returned as well. Visual inspection revealed that the guidewire was mated with the locator. The carrier tube assembly was found to be mated with the hemostasis sheath and the deployment sleeve was in the full rear lock position with the color bands fully exposed. Upon microscopic inspection of the tip of the sheath, it was revealed that the anchor was still present within the sheath. The tip of the sheath was analyzed, and no deformation or anomalies were noted. No other visual anomalies were noted with the device. Functional testing was performed. The deployment sleeve was attempted to move manually in the full forward lock position but it was unable to move and extreme resistance was experienced during this action. Then, the carrier tube was removed from the hemostasis sheath and excessive dried blood like substances were observed on the carrier tube. Then, the carrier tube was clean with wipes and re-inserted into the sheath. When the device cap was in the full forward lock position and mated with the hemostasis sheath, the anchor became exposed at the distal end of the hemostasis sheath. The device cap was then pulled into the rear lock position exposing the color bands of the deployment sleeve and the anchor posted at the distal tip of the hemostasis sheath. The digital force was applied to the anchor and the suture with collagen was released along with the tamper tube. There were no functional anomalies noted with the device. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the device was not being positioned in the full forward lock position or an obstruction to the anchor posting to the distal tip may have caused the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that while closing an antegrade puncture the angio-seal anchor was not released into the vessel. The anchor got stuck in the carrier tube which then resulted in a complete pull-out of the device. The procedure was a antegrade puncture of the afc for urokinase treatment using a 6fr sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. There was an antegrade puncture with a very steep angle. A pre-deployment angiogram was performed. The anchor did not deploy. There was no patient harm and the patient was in stable condition. Additional information was received on 13mar2020. Hemostasis was achieved by manual compression.